Event description:
It was reported by the caller the patient presented to the physician's office with an infection of the realize band injection port developed a post implant. The patient was referred back to the implanting physician as the practice did not have the training to work with realize band. The name of the implanting surgeon is unknown. This is all the information that the reporter could provide.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.